Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the following readings taken within ten minutes on the compact plus system: (B)(6). No adverse event reported. Meter and strips replaced and requested for return.